Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a failure to communicate alarm information from an mp70 bedside monitor to their philips information center ix (pic). No injury or medical intervention was reported.

Event description:
The customer reported a failure to communicate alarm information from an mp70 bedside monitor to their philips information center ix (pic). The device was not in use on a patient.